Manufacturer narrative:
Error: problem with data export error is confirmed, error searches, various measurements and tests, reconfigured/changed and tested (B)(4) export nodes, saved and documented configuration when the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that a child has been examined twice and therefore received more radiation as the images couldn't be transferred from the system into the network. No adverse event was reported by the customer. Philips did not receive information about the patient from the hospital until today.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: it was found that the system used for first image acquisition did not have the correct picture archiving and communication system (pacs) image storage destination configured. User used another system to perform one more acquisition for the same image on which the pacs system was configured. The pulsera system has the capability to save the images on its hard disk. The extra image acquisition could have been avoided by requesting phillips field service engineer (fse) to configure the required pacs destination on the system when first acquisition was carried out and user used the workaround to use another system causing extra exposure to patient. After email conversation with fse, it is understood almost a year back; the customer had requested to configure a new pacs image storage destination (new network node settings). It is stated by fse that this change of configuration did not happen at this system for some unknown reasons. The customer normally uses the system used in first acquisition for only fluoroscopy purposes, and have not used to transfer images to network, therefore, the missing node/problem has not been recognized by the customer for more than one year. Fse had changed the configuration of the system to include changes to the pacs destination. It's also advised to test pacs communication after configuration changes are made.